Event description:
The customer reported the ventilator shuts itself off while in use on the pt. The customer reported that the unit was in use on the pt, but there was no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The data acquisition pcba was returned to philips rica for failure investigation, it was tested and no failures were identified. The root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. No further patient information was provided by the customer.

Event description:
The customer reported the ventilator shuts it self off while in use on the patient. The customer reported that the unit was in use on the patient, but there was no patient harm reported.